Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with erosion due to the patient is a paraplegic and is very active on his wheelchair causing the tubing to erode both infrapubic incision and in the scrotum. It was also reported that the patient presented with infection. The ipp was explanted. There is no additional information reported.